Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): hypoglycemic event: on (B)(6), a pt at (B)(6) was undergoing insulin therapy using sgs and experienced a hypoglycemic episode. Customer notified b braun on (B)(4) 2013.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The actual device has not been returned however, the log history files will be sent for evaluation, at this time, the log history files for the device have not been received. A follow-up report will be submitted upon completion of the log review.